Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) reporting that the patient was going through withdrawals at the time their pump went empty but they did not know because they had never done that before. The patient mentioned they were "very sick" and put on prescription pills for a month. Additional information was received from a company representative (rep) reporting that pump replacement was scheduled for (B)(6) 2024 but it not did not happen due to a personal situation with the patient. Additional information was received from a company representative (rep) reporting that the patient missed two scheduled revisions so far. The office was attempting to secure an inpatient surgical appointment for the new pump. It was reported that the patient was going to have an appointment on thursday to discuss surgical options.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving morphine (unknown concentration and dose) via an implantable pump. The indications for use were unknown. It was reported that the patient had an MRI. The pump did not start back up after completion of the MRI. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient saw their physician at the office, date unknown. They scanned the pump and realized that it had not started back up. A pump replacement was planned but not scheduled. The issue was not resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the patient did not have the pump status checked post MRI until they missed a refill and the pump reservoir was found to be empty. The rep stated that at this time they only checked the pump logs once and the pump was still stilled. The pump had recovered with the pump being empty and they were wondering about replacing the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep spoke to the office and the patient was on hold for the replacement because the patient had no support structure and no ability to recover. The doctors were trying to find a way to put her on inpatient status and were struggling to find a way to do so. This had been going on for a month and the rep stated that he did not anticipate any changes soon and would provide an update when available.